Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnections and the controller being exchanged were confirmed via analysis of the submitted log file. However, the reported event of an unknown alarm activating which instructed the patient to perform a controller exchange was not confirmed. The controller event log file contained approximately 8 days of data (10jul2023 ¿ 18jul2023 per the timestamp). The driveline was disconnected on 13jul2023 from 20:49:36 to 20:49:43; the pump stopped when the driveline was disconnected and the pump resumed operation after the driveline was reconnected. A no external power alarm activated on 18jul2023 at 4:41:55 due to both power cables being disconnected at the same time. The driveline was then disconnected on 18jul2023 from 4:44:43 to 4:54:04 and at 4:58:02, and the controller was switched into sleep mode at approximately 5:12:10. The no external power alarm and driveline disconnections on 18jul2023 are consistent with the controller being exchanged. However, the log file did not capture any alarms that would have instructed the patient to exchange the controller. There were no other notable alarms throughout the log file. Aside from the driveline disconnections and the events related to the controller exchange, the pump maintained a speed above the low speed limit. Additional information provided stated that no further information regarding the reported unknown alarm could be provided and that the heartmate 3 system controller would not be returned for evaluation. Provided information indicated that the driveline disconnection captured on 13jul2023 is consistent with the patient showing the husband how to perform a controller exchange. The root cause of the controller exchange and the reported unknown alarm could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 30apr2023. The heartmate 3 instructions for use (IFU) section 2, entitled ¿system operation¿, states that the backup controller must be connected to external power before inserting the driveline when performing a controller exchange; this indicates that a system controller cannot restart pump operation while the controller is only being supported by the backup battery. This section also states that "failure to connect to a running system controller may result in serious injury or death" and explains how to replace the system controller and how to replace the system controller backup battery. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stop, driveline disconnection and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was brought into the emergency department (ed) by ambulance following a self-initiated controller change with syncope. Patient stated that they heard an alarm and the display screen ¿told them to change her controller¿. The log files showed a driveline disconnect on (B)(6) 2023 when the patient was showing their spouse how to change a controller. From device interrogation it appeared the patient was on battery and received a low battery advisory, unsure if their batteries were completely depleted. At which point the patient changed their controller. The patient was reportedly stable in the ed. The event log captured several low voltage advisory/hazard events throughout the log while using battery power. It appeared that the patient routinely let the battery power rundown to an advisory/hazard level before changing power sources. On (B)(6) 2023 @0440 there were alarms for low voltage advisory on battery power followed by both power leads on the controller disconnected @0441. This enabled the backup battery in the controller with no interruption to pump support. The driveline was disconnected on (B)(6) 2023 @0444. Related MFR: 2916596-2023-05504. Related MFR: 2916596-2023-05506.